Manufacturer narrative:
The peritonitis occurred on an unspecified date in aug2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cold, fever, diarrhea, cloudy effluent, and stomachache. The cause of the event was unknown. The patient presented to an outpatient clinic and was initially treated with cephalosporin infusion (for 2-3 days) for anti-inflammatory treatment. On an unreported date, the patient presented to a "large hospital" for treatment and the patient was diagnosed with peritonitis. It was not further reported if the patient was admitted for the event. The patient was treated with "domestic" cephalosporin for anti-inflammatory treatment in the early stage however, the patient's symptoms were not relieved after 2-3 days so the treatment was replaced with an unspecified imported drug. It was further reported the peritonitis symptoms were relieved after taking the drug for ¿about two weeks¿. Treatment was again replaced with another unspecified domestic anti-inflammatory drug. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available..